Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported the patient's s1 drg lead had migrated and experienced numbness in groin. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the lead was explanted and replaced. Post-operatively, numbness was resolved.